Event description:
It was reported the patient presented in clinic for follow-up. During an update for the firmware for the leadless pacemaker (lp), the lp entered backup mode and the update was constantly interrupted. The conductive telemetry signal was improved, and the update was successful. There were no patient consequences.

Manufacturer narrative:
The reported complaint of vr lp in rom mode during a firmware upgrade was confirmed. The provided information was reviewed by abbott engineering, and it was observed that the rom mode prompt was expected due to telemetry challenges during the firmware upgrade attempt. The device was performing as expected.